Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall on 12/07/2007 that a customer had an issue with a dialysis catheter. The customer stated that the catheter was placed in 2007 and fell out approximately 3 months later. Patient was a larger patient and had several catheters previous.